Event description:
It was reported that after deployment of a coronary stent, the balloon catheter was exchanged. After multiple inflation's the physician noted a loss of pressure. During removal the shaft of the catheter broke and was retrieved with a snare. Pt status is listed as "okay".